Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose level was 128 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.